Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported during the procedure, the physician found the guidewire was bent. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported during the procedure, the physician found the guidewire was bent. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned an opened multi-lumen/psi kit including: one spring wire guide (swg) in its advancer, a 2-lumen catheter and an 18ga introducer needle for evaluation. Signs of use were observed on the guide wire and the advancer. Visual inspection revealed that there were no kinks on the guide wire. The distal j-bend was not misshapen and was intact. Microscopic examination confirmed the distal and proximal welds were secure and intact. The guide wire total length measured 456mm, which is within the specification limits of 450-458mm per the guide wire product drawing. The guide wire outer diameter measured 0.853mm, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The guide wire was inserted through a lab inventory arrow raulerson syringe (ars) with the returned introducer needle assembly. The guide wire was able to pass with little to no difficulty. Performed per IFU statement, "raise your thumb and pull the arrow advancer approximately 4 cm to 8 cm away from the syringe. Lower thumb onto the arrow advancer and while maintaining a firm grip on the spring-wire guide, push the assembly into the syringe barrel to further advance the spring-wire guide. Continue until spring-wire guide reaches desired depth". A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "warning: do not apply excessive force in removing guide wire, dilator or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report of swg kinked was not able to be confirmed through analysis of the returned sample. There were no kinks or other signs of damage observed on the guide wire. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, no problem was found on the sample. Teleflex will continue to monitor and trend for complaints of this nature.